Manufacturer narrative:
A ge svc rep performed an onsite investigation. The loose video connections were repaired and the video sys was calibrated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed a snowy image. No pt injury was reported.